Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. As a result, the patient underwent surgical intervention in which the ipg was replaced. Effective therapy was established.

Manufacturer narrative:
Correction: the device code should be improper or incorrect procedure or method instead of insufficient information.

Event description:
Follow up information received that the patient had not had effective therapy prior to surgical intervention for over a year, nor had the patient charged their ipg in over a year.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 3 months to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.